Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr (B)(4), in which the customer reported occlusion during use of a maxzero device. The product in use at the time is reported to be a mz1000 from lot 22025486. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22025486 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported that bd maxzero needleless connector was occluded the following information was received by the initial reporter with the following verbatim: high pressure alarm with infusion at pump. No alarm when patient not connected. Alarm release with valve at end of tubing.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.